Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation details are available to review. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical evaluation of the complaint device.

Event description:
It was reported that a hemodialysis (hd) patient received an ultrafiltration rate error during treatment on a 2008k hemodialysis device. It was reported that the conductivity was high and it increased to 17. The patient was able to completed treatment on the same device. The reporter indicated the device would not allow them to clean or disinfect at the end of treatment. There was no reported adverse event, injury, nor medical intervention related to the reported event. Additional information was requested from (B)(4) technical services.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius technician. The on-site evaluation and service results were accounted for during a second review of manufacturing records. There were no findings identified during the manufacturing process and device history record (DHR) review. However, based on the device evaluation performed on site, the alleged event was confirmed and the cause was traced to a component failure.

Manufacturer narrative:
Additional information: b5 a second plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Received the service report from mexico technical services. It was reported that a service technician inspected the device and found that the deaeration motor was seized because the brushes were not in contact with the commutator. The technician performed maintenance on both motors. A test and disinfection were completed without any failures. There are no samples available to return to the manufacturer.